Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01745.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod packing coils (podjs). During the procedure, the physician deployed and detached a podj in the target vessel using a velocity delivery microcatheter (velocity). While attempting to deploy another podj, the physician advanced approximately ten centimeters in the target vessel but the last five centimeters would not advance because of extreme tortuosity. Subsequently, the podj buckled out both velocity and base catheter and the physician lost access; therefore, the podj was removed fully intact. It was also reported that the velocity later had trouble tracking through the base catheter; therefore, it was removed. The procedure was completed using other coils, a new velocity and the same base catheter. There was no report of an adverse effect to the patient.